Manufacturer narrative:
Device trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of both the lithium backup battery loaded voltage and unloaded voltage as shown on the power management graph and confirmed pump error 25 due to some hardware issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Customers husband states customer was having an magnetic resonance image, states she removed her insulin pump prior to procedure. Troubleshooting steps were provided for critical pump error. Customer also reported that the insulin pump had multiple pump error alarms. Customer was unable to clear the pump errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.